Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that since (B) (6) 2009 the pt has had uncomfortable hearing sensations and pain at the implant area when wearing the speech processor. Changing the speech processor didn't help. The testing didn't show any remarkable results. The pt didn't wear the speech processor during the following two weeks and was free of pain. On (B) (6) 2009, the implant was checked again. Testing results were unremarkable, but when the new speech processor was activated, the pt had pain again. Due to the strong continuing pain during stimulation the surgeon recommended a reimplantation.